Event description:
The pacemaker pt involved in this MDR report had several radiotherapy sessions. During those sessions, the pacemaker was not protected. During the f/u on may 6, the device could not be interrogated and although no magnet was applied, pacing at 96 min-1 was observed. Normal behavior was restored after the magnet was applied. A new f/u was performed on june 2 and the device was found in standby mode. It was re-initialized with the standard programmer.

Manufacturer narrative:
(B) (4) this event concerns a device that was manufactured and used outside the united states. Analysis is pending.